Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that periodically the device will freeze while in the middle of a transaction. A field service engineer (fse) identified that zip ties on the cabling from the all in one to the electronics drawer were too tight, causing damage to the wiring. They removed all zip ties, loosened the wiring, and reseated all cables. The back panel was removed, and all rear cables were properly seated. The device was tested in the hardware test application and passed successfully. The fse tested all device apparatus for functionality and performance. Then, the fse confirmed the device functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced drawer failures and the recurring issue could not be fixed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.